Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the hospital retained the lead. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture and dislodgement confirmed through xray. The patient experienced a syncopal episode with unclear relation since she was not pacemaker-dependent. A new lead with different model was implanted. The ra lead is not expected to be returned as the hospital retained it. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture and dislodgement confirmed through x-ray. The patient experienced a syncopal episode with unclear relation since she was not pacemaker-dependent. A new lead with different model was implanted. The ra lead is not expected to be returned as the hospital retained it. Additional information was received mentioning that the patient fell when experiencing the syncopal episode. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the hospital retained the lead. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.